Event description:
Site left shoulder. Female age 77 years. Delta xtend shoulder replacement - revised as glenosphere come away from metaglene. Original operation notes unavailable. Glenosphere size 38mm standard was removed ref 130760138. Lot 5316606 as central screw had broken in half. Surgeon removed broken fragment of screw from the metaglene and left metaglene in situ. Metaglene taper checked with metal t handle and surgeon happy that the metaglene was undamaged. The surgeon then implanted a new size 38 standard glenosphere and pe standard cup 38+9mm. The hospital did not realise the removed implants so there is nothing to return. Doi: unknown. Dor: (B)(6) 2022. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received.a. Was there a surgical delay? If yes, what is the duration of the delay? No.b. Were all pieces retrieved from the patient? Glenosphere, broken screw and pe cup. Yes, a full modular exchange was performed. The humeral stem was cemented monobloc and was secure. And did not need changing. Metaglene was also secure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed, for the finished device 130760138, lot#: 5316606. And no non-conformances/manufacturing irregularities were identified.